Event description:
The customer reported receiving an aa33 alarm from the insulin pump. The customer recalled dropping the device from small heights. The customer's blood glucose value was unknown. The customer was advised to discontinue use of the device. The customer already had a replacement device; nothing will be shipped or returned. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.